Event description:
Report rec'd of an underdelivery. It was reported that the device was returned from clinical service with a note attached "does not pump at rate" no tracking information (nurse, patient, location) was included on the note. No incident report was generated with the serial number of this device. There was no reported pt harm or adverse event. Though requested, no further info was available.